Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.

Event description:
The technician alleged the brake casters are not locking and all brake casters swivel in brake mode. No pt impact.